Manufacturer narrative:
Section a4: unknown/ not provided. Asku. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no further actions are required. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye. The reason for explant was indicated that the patient unhappy with quality of vision, halos and glare. Although, initially indicated that the patient was having glare so yellow tinted lens was put in, but the doctor later clarified that "the glare was not there before the original lens was implanted". Visual issues occurred 1 day post-implant. The replacement lens was a non-johnson & johnson lens. There was no incision enlargement, vitrectomy, sutures done. It was confirmed that the patient was fine post-op. The suspect product was discarded. No other information was provided.